Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, contamination under the buttons and the display was dim, pink. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad is cut and torn between the down and contrast buttons and peeling keypad from base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up key is intermittently unresponsive and the other keypad buttons respond appropriately. Evaluation revealed that there was contamination found under all of the key contacts. The battery compartment was cracked. The display turned into dim pink contrast. (B)(6).